Manufacturer narrative:
(B)(4).

Event description:
The consumer and health care provider (hcp) reported that the patient stopped feeling stimulation. When the patient sat down, they didn't really feel stimulation. The patient increased stimulation from 1.3v to 1.7v. The device was not as effective on (B)(6) 2015 as it was on (B)(6) 2015. From the night of (B)(6) 2015 to the night of (B)(6) 2015, the patient only went to the bathroom 5 times and from the night of (B)(6) 2015 to (B)(6) 2015, the patient had gone to the bathroom 7 times. The cause of the loss of stimulation and lack of therapy was determined to be that the lead possibly moved. The troubleshooting and interventions taken related to the event were unknown. The patient had an office visit.